Event description:
It was reported that the ventilator shut down with no audible alarm while connected to a patient. The ventilator had an abnormal buzzing noise. When the nurse turned on the ventilator, it flashed reset and began to cycle normally. No patient harm reported.